Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 415 mg/dl. The customer had not reported treatment and symptoms. Customer¿s high blood glucose level was 415 mg/dl. Customer¿s blood glucose was 218 mg/dl blood glucose went up to 415 mg/dl and then got it down to 213 mg/dl today. Customer stated that received no delivery alarm. Customer stated that pump rewind it works but it seems like the pistol doesn't work when he goes to bolus or basal. The customer was assisted with troubleshooting. Customer stated that screen is off and was reported that no delivery alarm occur during manual prime usually through a bolus. Customer stated that event was not resolved by any change. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.